Manufacturer narrative:
The programmer was returned to our quality assurance laboratory and underwent analysis. Analysis concluded that the resistance within the touch screen was above the normal limits and was suspected to cause the intermittent failure as reported in the field.

Manufacturer narrative:
The programmer was returned for analysis.

Manufacturer narrative:
The programmer was to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a right ventricular threshold test of this cardiac resynchronization therapy defibrillator (crt-d) the health care provider pressed cancel on the programmer several times, however, the threshold test did not stop. There was approximately two seconds of asystole before this device-dependant patient came through with their own rhythm and there were no adverse patient effects as a result. The threshold test continued to step down to .3v. There was concern regarding the potential impact of this to other patients. In addition, the health care provider reported that several attempts were made and the programmer would not respond when selecting reports to print. Technical services discussed possible screen issue and recommended using stylet verse a finger.